Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was not further specified. The patient was hospitalized for the event. Treatment detail was not provided. Action taken with pd therapy and patient outcome was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes were not reported). Thirty three days after onset, antibiotic treatment was discontinued. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.